Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085431)) on 10-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), arthralgia ("hip pain"), back pain ("lower back pain"), alopecia ("hair loss"), polyarthritis ("inflammation in joints"), dysmenorrhoea ("major increase in menstrual pain and cramping"), dyspareunia ("pelvic pain with sex"), abdominal pain lower ("cramping / cramping between period"), joint swelling ("edema around si joint"), vertebral osteophyte ("coccyx bone spurs") and intervertebral disc degeneration ("degenerative disc disease") and was found to have blood albumin decreased ("cbc shows low albumin"). The patient was treated with surgery (surgery for removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, back pain, alopecia, polyarthritis, dysmenorrhoea, dyspareunia, abdominal pain lower, joint swelling, vertebral osteophyte, intervertebral disc degeneration and blood albumin decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, back pain, blood albumin decreased, dysmenorrhoea, dyspareunia, intervertebral disc degeneration, joint swelling, pelvic pain, polyarthritis and vertebral osteophyte with essure. The reporter commented: the seriousness criterion ¿disability/permanent damage/required intervention¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on an unknown date: shows low albumin due to inflammation. Nuclear magnetic resonance imaging - on an unknown date: shows degenerative disc disease. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.